Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with symptoms of primary osteoporosis involved in the balloon kyphoplasty procedure. It was reported that intra-operatively, rupture was noticed when the product was inserted in the vertebral body and the balloon was inflated. No fragments of the ruptured balloon remained in the patient's body. Labeling was followed throughout the procedure. There was delay in overall procedure time for less than 60 minutes. There were no patient symptoms or complications reported as a result of this event. No additional treatment or surgery performed as a result of this event. No health damage in patient was reported.